Event description:
It was reported that t:slim x2 pump battery would not charge even though wall outlet was working and pump remained connected for at least 30 minutes, and caller did not have backup method of insulin therapy available if pump battery depleted. There was no reported impact to the customer¿s blood glucose level. Customer was advised to contact healthcare provider for backup insulin method, replacement charging cable and wall adapter were sent, and issue was resolved when customer used the new tandem charging cable and wall adapter, after which pump began charging and no further assistance was required.